Manufacturer narrative:
The device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed. The customer's reported event could not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date - not applicable as device remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had cataract surgery in left eye on (B)(6) 2013. Implanted lens was a zcb00. It was reported that a few months post surgery patient¿s intraocular pressure went up. Patient went to doctor but there was no treatment done and lens looked fine. Together with the increase in pressure though, patient also had blurry/cloudy vision sometimes. These symptoms continued and doctor did yag and this helped the issues improve. At the time there was no plan to explant. Until a few months later when the symptoms came back. Patient changed doctors due to insurance and her new doctor said that her intraocular pressure was in 40 but the lens looked fine; no explant planned. Doctor diagnosed patient with glaucoma and gave patient drops to use every day for 3 days. After that patient visited doctor and pressure went down to 20. Patient seek a third opinion after this. Device remains implanted.